Event description:
A peritoneal dialysis (pd) nurse reported contamination peritonitis. The patient was not following aseptic technique. The patient was not hospitalized and was treated with antibiotics. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.